Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon initial interrogation of the device, the battery was noted to be very low. It was noted that the device was turned on 11 months prior to the interrogation date. The device was not used. There was no patient involvement.